Event description:
According to the reporter, during the total hip via open procedure, while skin closing using a running stitch technique right before use, the thread broke. To resolve the issue, the surgeon used another suture. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.